Event description:
It was reported that the wound became infected following surgery which included the implantation of permacol. The wound was debrided and explored and the permacol was reported to be breaking down.